Event description:
The user reported that during cardiopulmonary bypass, the pump momentarily stopped turning. An alarm appropriately sounded, indicating to the user that the stop had occurred. Normal operation was restored without the need for manual cranking of the pump. The procedure was finished without further incident. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but no conclusions have been drawn.